Event description:
Datascope rec'd the mandatory medwatch form from the user-facility; uf/dist report number 490015-1998-0002 and the following info was reported: the intra-aortic balloon catheter failed to pump properly. The intra-aortic balloon failed to inflate/deflate properly. (Event complications: unk - reported 7/31/98) (pt's current status: unk - reported 7/31/98)